Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported that the system displayed communication failure and filament regulator error messages. The communication failure is likely to prevent the system from booting up or cause the system to lock-up. There is no report of pt injury or death.